Event description:
Pt reported her cadd legacy pump, sn (B)(4), exp date: 08/05/2017, was alarming "reservoir volume empty" but she did have drug in her cassette as she last mixed last night. Pt reset the pump and alarm stopped and pump is running fine. Pt did not experienced any a/e, pt requested pharmacy send out replacement pump. Pharmacy will send one back up pump is working fine. No further info known.